Event description:
The covidien customer support engineer reported that an 840 ventilator had a blank screen. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self testing.